Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was disconnected and the pyxis was functional except for drawer 6, and the drawer board was believed to need replacement. A field service engineer removed the back panel and found the drawer 6 controller board was not functioning and replaced the controller board and verified all cables were properly connected and undamaged to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the board had failed and the screen went dark. The main drawer 6 was disconnected, but the pyxis was functional except for drawer 6. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.